Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the laser probe was too thick to insert. The probe was replaced. There was no patient harm.

Manufacturer narrative:
Additional information provided. There was no further information was able to be obtained from this customer. However, a probe was returned for evaluation. The probe was manufactured on november 21, 2017. There were 1116 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. Two 25ga probe were received for evaluation. A visual assessment of the returned samples showed no obvious nonconformities for 1 of the two samples and excess adhesive on the cannula for the other sample. The sample with no visual nonconformities was able to be inserted through a 25ga trocar without any resistance. Its cannula¿s outer diameter (od) was measured to be 0.0201 to 0.0202, meeting specifications. The other sample with excess adhesive could not be inserted through the trocar, replicating the customer reported event. The root cause of the reported event can be attributed to inefficient removal of the excess adhesive on the laser probe cannula tip. An investigation was opened to address the issue. The manufacturer internal reference number is: (B)(4).